Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failed to release from catheter. Block h11: investigation result the returned device was inspected in our quality assurance laboratory. Visual examination of the clip identified that the device was returned with the clip assembly detached and the arms misaligned. Microscopic inspection of the clip showed evidence of full deployment. No other problems were observed during analysis. Based on the visual and microscopic evaluation of the device, the reported allegation of clip unable to release from catheter was not confirmed. It is probable that pulling the device from the tissue during the procedure could have caused or contributed to the observed misalignment of the clip arms; therefore, this investigation is assigned a conclusion of adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in colonoscopy procedure performed on (B)(6) 2024. During the procedure, an experienced physician and technician tried to deploy a clip in the colon after a polypectomy. The clip would not release from the device despite multiple attempts, and it was eventually pulled off the tissue. The procedure was completed with the same resolution 360 clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in colonoscopy procedure performed on (B)(6) 2024. During the procedure, an experienced physician and technician tried to deploy a clip in the colon after a polypectomy. The clip would not release from the device despite multiple attempts, and it was eventually pulled off the tissue. The procedure was completed with the same resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failed to release from catheter.